Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Sw 3.0b. On the event date xxxx. Customer returned pump for an alleged deep scratch on the screen and low bgs. Pump passed stop current, run current, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement test. Unit functioning properly. Pump history download using thds was successful. Carelink downloaded and function properly. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Unit passed required testing. Unit functioning properly during testing. Confirmed scratch on the screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was scratched. Customer reported they had low blood glucose current 79 mg/dl. The customer was treated with food and glucose tablets. Troubleshooting was done. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Event description:
It was reported that the customer was experiencing low blood glucose since the motorcycle accident that caused damage to the insulin pump. Blood glucose was 44 mg/dl in the beginning of (B)(6) 2022 which was treated with glucose/carb intake.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to summary has been updated and provided with this report in section b5. Type of reportable event has been updated and provided with this report in section h1.